Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was performing pd therapy at the time of death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical testing, but failed functional testing due to system errors that occurred during evaluation. A review of the event history log revealed no failure, malfunction or increased intraperitoneal volume (iipv) event that could have caused or contributed to the reported death. A review of the device service history and device history was performed and there were no issues identified. There were no failures or malfunctions identified during evaluation of the device that could have caused or contributed to the reported event. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.